Event description:
It was reported on (B)(6) 2025 a 22mm amplatzer amulet left atrial appendage occluder was selected for implant using a 22mm unknown delivery sheath. The patient's activated clotting time (act) level was over 250 seconds. During the procedure while unsheathing the occluder to the ball formation, a long thrombus was noted on the end of the occluder under transthoracic echocardiogram (tte). The occluder was re-sheathed and removed from the patient. A new 22mm amplatzer amulet left atrial appendage occluder was implanted using the same delivery sheath. The patient status was stable.

Manufacturer narrative:
It was reported that during amulet implant procedure a long thrombus was noted at the end of the occluder under transthoracic echocardiogram. The occluder was re-sheathed and removed from the patient and a new amulet occluder was implanted using the same delivery sheath. Please note that per the amulet instructions for use, "if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction." The amulet device was returned to abbott and the investigation found that the loader was kinked, and sheath adapter had twisted in the tubing. The investigation confirmed the occluder device met dimensional and functional specifications. The sheath was not returned for examination. Information from field indicated that the patient's activated clotting time level was over 250 seconds. Field also indicated that the patient did not have any hematologic disorders or systemic illness that could contribute to a hypercoagulability. The cause of the reported thrombus could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: type of investigation: 4118 type of investigation not yet determined. Investigation findings: investigation conclusions: 11 conclusions not yet available.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, a 22 mm amplatzer amulet left atrial appendage occluder was selected for implant using a 22 mm unknown delivery sheath. The patient's activated clotting time (act) level was over 250 seconds. During the procedure while unsheathing the occluder to the ball formation, a long thrombus was noted on the end of the occluder under transthoracic echocardiogram (tte). The occluder was re-sheathed and removed from the patient. A new 22 mm amplatzer amulet left atrial appendage occluder was implanted using the same delivery sheath. The patient status was stable.